Event description:
On (B)(6), 2009, patient had osteotomies performed bilaterally on first metatarsals where an osstaple was used. After surgery, the patient's left osteotomy became displaced. On (B)(6), 2009, patient underwent surgery to remove osstaple and/or other hardware.

Manufacturer narrative:
Patient has filed suit in (B)(6). Manufacturer is currently unaware of any details concerning the case.